Event description:
It was reported via repair work order that the foot section was stuck elevated and would not lower due to malfunction lifts sensor coil. It was also reported that there was no power to the bed due to power cord was detached from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.